Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 2 seconds. The balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post procedure.